Event description:
It was reported that upon opening, the device will not heat past "23c". Attempted to refill fluid level and tried using at multiple locations. "In anesthesia work room." No injury or adverse effects have been reported.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received with out dated printed circuit board (pcb) and power switch. Line cord was discolored and worn. Quick connect was corroded. Pole clamp has gouges in the holder part. Functional testing found the temperature did not rise above "25.1c". The complaint was confirmed. Root cause was attributed to a faulty heater. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, pcb, power switch cable, power switch retainer, quick connect, line cord, and hl-90 switch label. Performed preventative maintenance (pm), changed o rings and reservoir gasket. Calibrated device. Device passed all functional testing after the completed repairs.